Event description:
It was reported that patient experienced pocket pain and underwent ipg repositioning procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Date of event: exact date unknown, event occurred six plus months ago from the date the manufacturer became aware of the event.